Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they just came back from the hospital and was told to put the insulin pump on. They ate and when they checked their blood glucose it was 403 mg/dl. The customer stated that before 3 units into delivery the device alarmed a no delivery. Troubleshooting was performed. It was found that the infusion set¿s cannula was bent. They were advised to change the infusion set. They were able to complete a bolus. The customer¿s current blood glucose level was 393 mg/dl. The customer stated they will call back if they continue to have issues. The device will not be returned for analysis.